Event description:
It was reported the pump module door was unable to open. There was resistance when trying to open it and appears to be the sears caught on something. This was observed by a bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary : the report of damaged/broken sear pump module was confirmed: visual inspection of the pump module observed damage/breakage of the sear right leg dog ear. The sear was replaced with a known good sear to confirm the safety clamp open/door alarm related to the damaged sear. With the new sear, the pump module was infusing as expected, ceasing the alarm. A previous bd investigation for this issue ((B)(4)) noted the following: an attempt to replicate the sear breakage on a returned pump module was performed by dchu complaint investigations successfully produced a breakage observed in the returned samples. Third party analysis by exponent reported the residue found on the sears contained traces of edta salt present in the disinfectant virex tb, which is an unapproved cleaner. Fracture surfaces of two cracked, field-returned polycarbonate sears showed features consistent with environmental stress cracking (esc), likely due to exposure to incompatible cleaning materials bd mechanical engineering's impact testing on sample sears exposed to virex cleaner revealed brittleness in the polycarbonate material. Due to the brittleness of the sear material, impact testing showed breakages similar to those in the hospital-returned samples. The review of the device event log identified instances of ¿flow stop open¿ confirming the sear being incapable of engaging the door sensor at the time of the broken dog ear. Review of pump module error log showed no errors or malfunctions related to the reported complaint. There was no patient involvement reported. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported pump module door was unable to open and there was resistance when trying to open it and appears to be the sears caught on something is being attributed to the use of a non-approved chemical which led to plastic embrittlement and environmental stress cracking. Bd mechanical engineering also confirmed that sear exposed to virex tb resulted in identical breakage as was observed by the facility.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump module door was unable to open. There was resistance when trying to open it and appears to be the sears caught on something. This was observed by a bd representatives during their site visit. There was no information on patient involvement.